Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated/corrected: a4; b3; b4; b5; b7; d6b; g3; h2; h11. Additional information provided does not alter previously reported investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent an initial right total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery of the patella component where the femoral component was found to be fractured. There was no reported trauma or incident that led to the implant breakage. Another revision surgery was scheduled and the femoral component was replaced at a later date without reported complication. Due diligence is complete as multiple attempts have been made however all available information has been provided.

Event description:
It was reported that patient underwent an initial right total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery where the femoral component was found to be fractured. There was no reported trauma or incident that led to the implant breakage. Due diligence is in progress for this event; to date no additional information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: unknown articular surface: catalog# ni, lot# ni; unknown tibial tray: catalog# ni, lot# ni. G2: foreign: germany. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h6; h11. Visual examination of the returned product identified signs of being implanted scratched with foreign material adhered to the surface. The lateral side of the femoral has fractured off above where the side is threaded. Further analysis determined optical images of the two mating fracture surfaces of the femoral knee component exhibit beach marks and step-like artifacts that are typically observed in fatigue fractures of co-cr alloys, suggesting that the device possibly fractured due to fatigue mode of failure. Reported event has been confirmed based on evaluation of the returned device. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d4; d10; g3; h2; h4; h11. D10: medical product: rev fem stm 14.5mm x 200m: catalog#6215-20-145, lot#ni; nk2r +4 tibial basepl.r/pc/2: catalog#6204-01-420, lot#60806075; rev tib stm sz215mm natur: catalog#6215-00-215, lot#1636008; ultra tib ins rt sz1/2 19: catalog#6275-01-719, lot#ni; m/b pat sz0 natural-knee: catalog#6200-01-100, lot#ni; cancl bone scw ti 6.5mmx5: catalog#4301-07-050, lot#ni; cancl bone scw ti 6.5mmx4: catalog#4301-07-040, lot#ni. Additional information has prompted a review of the previously reported investigation results. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h11. H6: proposed component code: mechanical (g04) - femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.